Manufacturer narrative:
Medwatch 1317214-2003-00081 was initially filed in error listing three (3) catalog numbers of the 1690-xxx ultratrace ECG electrodes on the one (1) form 3500a. Per request of FDA, two (2) additional medwatch reports are being filed. One for each of the catalog numbers. Also attached to this form as page 3 of 3, is a copy of the voluntary medwatch filed by the reporting hosp. No investigation was possible into the reported problem, as no lot codes were reported and no samples were ever submitted for eval. We consider this complaint closed.

Event description:
It was reported that, "while only specific lot numbers of the 1690-xxx model ECG monitoring electrodes were voluntarily recalled, this hosp is reporting a continuing sporadic problem of the label separating from the basepad during surgery. No patient injury has been reported."